Event description:
On (B)(6), 2025, a merit employee conducted a pmcf review for the prelude snap product family. A prelude snap splittable sheath introducer was used to treat a female patient >55 for the introduction of secondary device (e.g., pacing leads, catheters) into the heart or coronary venous system . The primary usage of the device was to facilitate placement of a device in the right ventricle through the v. Cephalica. The device was used for approximately 15 minutes. During this time the patient experienced no complications. No additional treatment was required however, the inner sealing ring does not break.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record and complaint database cannot be performed as a lot number was not provided.